Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an infection; antibiotics were required. System was explanted.

Manufacturer narrative:
Continuation of d10: product ID 7496-66 lot# serial# (B)(6) implanted: explanted: (B)(6) 2024 product type extension product ID 64001 lot# serial# unknown implanted: explanted: product type adapter product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report 3004209178-2024-11537 follow up: 001 added codes to pli 50 to reflect updated information from analysis previously reported: c76143 e2403 nh2005 es3ps1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 7496-66 the extension was returned segmented; there was no impact to electrical functionality. Pli# 20 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Pli# 50 product ID# 74002 analysis discovered a breached esc 13.0cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.